Event description:
Rv is-1 setscrew issue during implantation attempt.

Event description:
Rv is-1 setscrew issue during implantation attempt.

Event description:
Rv is-1 setscrew issue during implantation attempt.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.